Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was found to be operational , so the original complaint issue was not able to be confirmed. The evaluation found that the buttons for setting the speed slower and faster are both completely torn away from the overlay due to physical damage. Replacement overlay is available to order when damage happens.

Event description:
The provider states the buttons on the joystick have fallen off, chair will stop with no wrench flash.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the buttons on the joystick have fallen off, chair will stop with no wrench flash.